Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported that the chronic left ventricular (lv) lead was not capturing. The lead was capped and replaced. It was further reported that at implant attempt of a new lv lead, it was not the correct diameter for the patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.